Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) had been replaced due to it not charging. They couldn' t read the battery. When the patient tried to charge, it wouldn't hold a charge. The issue was resolved at the time of this report. The patient was alive with no injury. Relevant medical history included reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. No follow-up was required.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins was received with no telemetry. According to the t race report obtained from the ins after pmr recovery, the total recharge count was 39. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por; the device was recharged for 57 minutes and the battery charged from 2.075v to 3.300v. The charge prior was dated (B)(6) 2014; it lasted 3 minutes from 3.75v to 3.765v. The battery discharged to the lock mode on (B)(6) 2014.